Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 had a duplicate error. A technical support specialist (tss) dialed into the station but there was no hardware failure icon. Then the fse monitored for 24 hours and confirmed with the customer that there was no issue with the station. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.2 had displayed an error message as duplicate address detected on most of the cubies. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.